Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with palpitations. It was discovered that the right atrial (ra) lead had dislodged and the palpitations were from the resulting ventricle-only pacing. The ra lead was explanted and replaced. During the revision, it was observed that the rv lead had no slack. Extra slack was placed on the rv lead which remains in use. No patient complications have been reported as a result of this event.